Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that upon removing a tampon after an hour of wear, the string broke off of the tampon, leaving the tampon inside. She went to the ER, where the doctor removed the tampon with tongs. The provider reportedly told her that the tampon was embedded into her vaginal wall and was falling apart while he was removing it. She experienced a burning pain in her vagina due to the trauma from the removal, especially when urinating. The doctor prescribed antibiotics and ibuprofen. She alleged she had further testing for tss. Her symptoms have resolved but she was still experiencing some discomfort.